Manufacturer narrative:
Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification the reported complaint does not pertain to libre readers. Therefore, no further investigation into the reader will be required. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. The serial number of the customer¿s product (B)(4) is determined to be valid. Therefore all review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a lower reading from her adc freestyle libre sensor than a reading from a blood glucose meter. Customer further reported that on (B)(6) 2017 she received a scan result of 3 mmol/l (54 mg/dl) so she self-administered a glucagon injection. Customer then performed a capillary blood glucose test and received a result of 7.4 mmol/l (133 mg/dl) so she self-administered an unspecified amount of insulin ¿to compensate¿. No further treatment was required. There was no report of death or permanent injury associated with this event.